Event description:
It was reported that the device was damaged. No other information provided. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 11/25/2016. The investigation included: methods: -evaluation of actual device -review of device history records -review of complaint history. Results: evaluation of device: the failure analysis investigation has concluded the cause of the mpm1 monitor not working was due to a faulty icp flex cable resulting in no logo screen and no icp readings displayed. The DHR review has been deemed satisfactory. Date of manufacture: mar-2012. The DHR review was completed for mpm-1 monitor serial number (B)(4); work order (B)(4) manufactured in (B)(4) to identify any recorded anomalies that could be associated to the complaint incident. The work order (B)(4) documents the production of serial number (B)(4), split batch 14 of 15 and was completed correctly following company work instructions. No trend has been identified. Based on the complaint description, it can be concluded that the complaint incident is a failure of the mpm-1 monitor to perform its intended function with no specified failure, thus device not working. A minimum of 12 months¿ review of mpm-1 monitor complaints was completed in trackwise® using the following key words ¿device not working¿ and a root cause ¿faulty icp flex cable¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 17-aug-2015 to 21-nov-2016. A total of 5 complaints were reviewed of which 4 complaints contained the search criteria. Conclusion: product was returned and the evaluation verified the complaint incident ¿monitor damaged¿ as valid. Customer complaint was confirmed. Root cause determined; cause of the mpm1 monitor not working was due to a faulty icp flex cable resulting in no logo screen and no icp readings displayed. No corrective / preventative action is deemed necessary as no trend has been identified. Further incidents of this nature will be monitored for recurrence and trending purposes.